Event description:
The facility reported a colleague infusion pump with "lines across the screen". It is unknown when this event occurred, but occurred in central supply. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with lines across the screen was confirmed during product evaluation. The root cause of the reported problem was determined to be lines on main display screen. Appropriate action was taken to correct the reported problem by replacing the main display. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.should additional information be received, a follow-up medwatch will be submitted.